Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a shorted esd700 diode array on the distribution node pca. A root cause investigation into the damaged components determined that conductive gel from the therapy electrodes ingressed into the therapy electrode enclosure, causing a short on the therapy electrode pca. The short caused the thermal damage on the distribution node pca. There is no indication the defective electrode belt caused or contributed to the inappropriate treatment. Monitor sn (B)(4) was returned to zmc and investigation is currently underway. A review of the software flags consisted of an analysis of the downloaded data on the day of the event to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. Device manufacture date: monitor sn (B)(4): 03/022015 reuse, electrode belt sn (B)(4): 01/03/2015 reuse. The investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use prior to treatment delivery (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial g960083 (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of one shock. The patient was in public, conscious, and entering a restaurant at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. The patient did not seek medical attention and continued to wear the lifevest. There was no death associated with the inappropriate defibrillation event.